Event description:
It was reported that the procedure was to treat a saphenous vein graft (svg) to the obtuse marginal. A 5f jr4 non-abbott diagnostic catheter was in the svg and when the physician pulled proximally on the catheter to reposition it, there was resistance felt. The catheter was removed from the anatomy to reveal a piece of metal wrapped around the end of the catheter. A 3.0 x 23 xience xpedition stent had been implanted on (B)(6) 2012 and it was believed that was the stent that was wrapped around the catheter. The graft shutdown, so the svg was wired and an unknown balloon catheter and an unknown stent were used to successfully treat the svg. There was a clinically significant delay in the procedure as the use of the balloon catheter and stent for treatment was unplanned. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the indications section of the xience xpedition, xience xpedition sv, and xience xpedtion ll everolimus eluting coronary stent system electronic instructions for use states: the xience xpedition stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Safety and effectiveness of the xience xpedition stent have not been established for subject populations with lesions located in saphenous vein grafts. Based on the information reviewed, there is no indication of a product deficiency.